Event description:
Patient's meter would not power on. Patient did not have symptoms of high or low sugar. Meter did not power on, so patient look their medication for diabetes. Patient did not seek medical attention or call their md. Customer service checked the batteries and made sure that they were good and meter still did not power on. Customer service sent patient a new meter.